Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012. When the individual device was taken out from the box of five, the packaging was damaged meaning that the product was no longer sterile. Another device from the same box was fine and was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.